Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the helicopter, in route to a hospital. The caller stated that the cause of death was probably diabetic ketoacidosis because the customer was not using the insulin pump for a long time. The customer had lost weight and had gastroparesis. The caller stated that the customer's diabetes was hard to control as she was brittle; she would get too nauseated and could not take her medication. Since (B)(6), when she first became ill, the customer had been in several care facilities; hospitals, rehabs, or assisted living. The caller did not know the customer's blood glucose at the time of death. Per caller, the customer was not monitoring her blood glucose. The caller believed that the customer was not wearing the insulin pump at the time of passing; she might have stopped using the device since when she first got very sick with spinal abscess in (B)(6) 2015. The caller does not know where the insulin pump is.